Manufacturer narrative:
The alleged faulty main printed circuit board was received by carefusion on september 3, 2015, and was routed to the failure analysis lab for evaluation. The failure analysis lab evaluated the unit, but was unable to duplicate the reported issue, however they found that the event log contained multiple exhalation flow transducer faults (exhl flow xdcr), which indicated that the transducer was drifting, and was not functioning normally. Finding/root-cause: could not duplicate the reported issue of exhalation differential transducer (exhl diff xdcr) failing zero calibration, secondary issue identified during investigation of transducer drifting/ not functioning normally. The secondary issue is being addressed in an internal corrective action request through carefusion's corrective and preventative action system.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 31, 2015, the alleged faulty main printed circuit board assembly has not been received.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported the following: "xdcr error. Zero calibration is failed during exhl diff pressure". The distributor requested a replacement main printed circuit board.